Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patients blood glucose level had rose to 300 mg/dl. The patients reports not wearing a pod due to being sent the incorrect pod order. Once at the hospital the patient had a magnetic resonance imaging (MRI) performed. The patient was treated with insulin as well as saline solution. The patient was prescribed carvedilol and plavix and aspirin. The patient was discharged from the hospital after 3 days.